Manufacturer narrative:
(B)(6). Only the suture was returned for evaluation. Examination of the suture showed frayed edges consistent with encountering a sharp device. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a hip procedure, the suture broke when surgeon was tying the knot. The anchor remains in the patient. The surgeon drilled a new hole and another anchor was used with success. It was confirmed that the anchor remains secured in the patient's bone. Use of ancillary devices were not confirmed. There was a 2 minute delay in the procedure.